Event description:
The doctor informed us that he implanted bilateral mandible implants and a chin implant in november of 2005. Approximately four weeks post op, the patient reported signs of infection near one mandible implant. The doctor stated that the prescribed antibiotics were not effective. The organism was cultured and the doctor determined that the organism was resistant to the antibiotics used. The doctor reported that he changed antibiotics and the infection appeared to resolve. The doctor stated that the patient while still on antibiotics presented again with two red soft flocculent areas in the chin area, one the size of a dime, and one the size of a quarter. The doctor reported that on wednesday, march 22, 2006, he removed all three immplants after six weeks of antibiotic treatment. The doctor had a culture performed on the implants. The culture revealed "giant cell formation". The doctor stated that he thought the patient had a reaction to the implant material and a dermatology test was conducted. The dermatology test returned negative. Since the removal, the doctor reported that the wound had some drainage, the patient is due for a checkup.